Event description:
Two days post surgery, the physician noted the cap attached to the catheter had separated. The physician used clamps to remove the catheter from the chest wall. The pt did not suffer any adverse conditions as a result of this incident.